Event description:
It was reported that during equipment testing conducted at the user facility, the bur came out of the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted at the user facility the bur came out of the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The initial MDR was submitted by stryker in error. This event was previously reported by manufacturer nakanishi under report# 9611253-2015-00008 who will submit all subsequent reporting including investigation results.